Manufacturer narrative:
Argus case: (B)(4).

Event description:
Leukemia [leukemia] experienced dental problems [tooth disorder]. Case description: this case was reported by a other health professional and described the occurrence of leukemia in a male patient who received double salt dental adhesive cream (corega denture fixative cream) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started corega denture fixative cream. On an unknown date, an unknown time after starting corega denture fixative cream, the patient experienced leukemia (serious criteria gsk medically significant and other: gsk medically significant ) and tooth disorder. On an unknown date, the outcome of the leukemia and tooth disorder were unknown. It was unknown if the reporter considered the leukemia and tooth disorder to be related to corega denture fixative cream. Additional details: adverse event information was by a other health professional (dental technician) on (B)(6) 2020. The consumer stated that would like to know whether corega cream had any ingredient which could cause problems for a leukemia patient i.e., whether the use of the product could harm the patient. The reporter explained that it was his grand father who had used the corega cream until he was diagnosed with leukemia and until the treatment was started after which he experienced certain dental problems as a result of the disease and treatment and he would like to try to help him the consumer. The consumer used the medical device for a long time until he was diagnosed with leukemia when he stopped using it